Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings compared to his expected values. The technical support representative (tsr) contacted the patient to obtain and verify information; however was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information originally provided to customer service. On (B)(6) 2012 at 6:10 pm, the patient obtained the blood glucose readings of 30.2 mmol/l and 19.5 mmol/l on the reported meter, which he claimed were inaccurately high. At that time, the patient experienced no symptoms of high or low blood glucose levels, and he took no actions based on these readings. On (B)(6) 2012, the patient visited his physician, who tested his blood glucose level and adjusted the patient's insulin regimen. No information was provided as to the patient's blood glucose level as tested by the physician or the changes made to his insulin regimen. The patient claimed that after these adjustments to his insulin regimen, he experienced the symptom of "feeling low" and obtained "low" blood glucose readings. It would have been helpful to determine the patient's expected blood glucose readings, his insulin regimen, how the insulin regimen was adjusted, his specific symptoms, his specific "low" readings, and if he received any medical attention or treatment for those symptoms. The meter, test strips and control solution were replaced. The patient allegedly suffered low blood glucose levels and symptoms suggesting hypoglycemia after his insulin regimen was changed based on elevated meter readings. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.